Event description:
On (B)(6) 2012, the pt reported that her infusion device displayed e2 (battery depleted) without first displaying a2 (battery low). The last time this occurred was around thanksgiving day and it has only happened twice. The pt checked the history in the device and there is no a2 message. The pt will switch to her backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product eval.

Manufacturer narrative:
The complaint cannot be verified, the production data shows no deviations of the specifications. As the product has not been returned for investigation and the production data comply with the specification, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.